Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, while attempting to advance a smart coil through a microcatheter, the physician experienced resistance and the smart coil would not advance out of its introducer sheath and into the microcatheter. Therefore, it was removed and backloaded into another sheath that was already used with a previous coil; however, the smart coil would not advance out of this introducer sheath as well. Therefore, the smart coil was set aside and the procedure was completed using another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. This type of damage typically occurs if the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub. This damage likely contributed to the resistance when advancing the smart coil during functional analysis. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. The microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.